Manufacturer narrative:
During quality investigation, the customer's complaint was confirmed. Further investigation revealed corrosion damage to the bearing and a worn motor cartridge was identified as the primary cause of the failure. The parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker micro sagittal was sent in for repair because it was running while in safe mode during a procedure. No adverse event was reported; the procedure was completed with another drill without any procedure delay.